Event description:
It was reported that the user experienced sustained high glucose readings for several hours while using the ilet and was concerned about a missed meal announcement, though records confirmed the meal had been announced. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included guided troubleshooting, inspection of infusion supplies, and a supervised infusion site change, after which insulin delivery was successfully resumed using a 6 mm cannula. Investigation of this case revealed no device alarms or malfunctions during the call, and the cause of hyperglycemia remained unclear, with potential contribution from infusion site or delivery issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.